Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly and intermittently would not interrogate. The device was reinterrogated successfully and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.